Event description:
A customer went to hosp with insulin shock after the units of measure in their freestyle flash had changed, the customer did not notice the change and increased her insulin.

Manufacturer narrative:
Product has been requested for investigation.